Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) power cable broke, a spare instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, located between the wire crimp on the grip and the silicone potting that seals the wire entry point into the yaw pulley. The instrument failed the electrical continuity test due to a complete wire break. No evidence of thermal damage was observed, and surrounding components did not exhibit any damage. The complaint was confirmed by failure analysis. The probable root cause of the broken bipolar instrument conductor wire is attributed to damage from external factors such as collisions during use, reprocessing, or manufacturing.

Event description:
Refer to h11 for follow-up information.